Manufacturer narrative:
10/2/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. Our evaluation of the suture foil pouch packaging found cracks in the foil. The fractures are similar in size and shape to those caused by improper storage and or handling of the foil pouch. The exact cause of the fractures and their impact on the suture could not be reliably determined.

Event description:
During an unspecified procedure, the suture broke. The surgeon used another product. No pt injury was reported.